Manufacturer narrative:
Investigation summary a device history review was conducted for lot number 9023793. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, visual evaluation of the submitted samples and the resulting review of the manufacturing process determined that the identity of the material is solidified silicone. Silicone is a material used to manufacture this device, and is applied to the catheter as a lubricant for reduced resistance during insertion. Excess application of the lubricant is currently possible due to limitations in the manufacturing process. Bd is currently investigating potential process changes to eliminate the occurrence of similar events. This event and will continue to track and trend for this issue.

Event description:
It was reported that foreign matter was discovered on needle with a bd intima-ii¿ closed IV catheter system. This occurred on 100 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from chinese to english: when the needle was removing from the product, a foreign matter was brought out with the needle, customer suspected that it might be the material on the septum.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was discovered on needle with a bd intima-ii¿ closed IV catheter system. This occurred on 100 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from (B)(4) to english: when the needle was removing from the product, a foreign matter was brought out with the needle, customer suspected that it might be the material on the septum.